Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius mexico that a 2008k2 machine was unable to turn on. There was no patient involvement since the event occurred before treatment and the patient was not connected. There was no indication of patient harm or adverse event. A fresenius (B)(4) technician was scheduled to service the reported machine. The technician replaced the power control board and power switch due to being burnt. The voltage was verified to be in good standing. The machine passed functionality tested and was washed. There were no parts being returned.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). The power control board and power switch to be heat damaged and replaced both parts. The voltage was verified to be in good standing. Machine passed functional tests, was rinsed/washed and returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.